Event description:
It was reported the system displayed a motion error message at boot up, which would result in a loss of motorized function. The system would be effectively unusable. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses and connectors were reseated and the power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.